Event description:
It was reported that the patient's right atrial (ra) lead had dislodged postoperatively. It was noted that the initial lead placement was difficult as the patient had no atrial appendage due to previous surgeries. The lead was explanted due to the patient's anatomy and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4)